Event description:
The customer reported that the device jaws were stuck to tissue and the jaws could not open. The surgeon was able to remove the jaws from the patient and minor bleeding occurred. There was no patient injury. The procedure was continued with another bipolar instrument.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.